Event description:
Customer reported set leaked where the tubing attaches to the filter during an infusion. No pt harm reported. No further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event) - occurred within the past 10 days from the reported date. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant info.